Manufacturer narrative:
An investigation will not be performed by rwmic as device in questioned is manufactured by omni corporation. A request for additional info has been submitted to facility, no response as of (B)(6) 2014. Richard wolf medical instruments corporation considers this matter closed. However, in the event we received additional info, we will provide manufacturer/FDA with follow-up info.

Event description:
Facility notified richard wolf medical instrument corporation (rwmic) sales representative that there was a burning smell coming from one of the rooms at the hospital. A black "goo" was found under the cart in question that appears to be belted plastic. Cart was not being used during a procedure at the time smell was noticed, however cart was plugged into wall. No injuries to a pt or staff member was reported. Facility: (B)(6). Device in question is "drop shipped", meaning it is delivered from the manufacturer to the customer without stopping at the importer facility (rwmic) for any testing, inspection or re-labeling.